Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. The following could not be completed with the limited information provided: expiration date - ni, manufacture date - ni. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." Product requested, not yet received.

Event description:
Patient underwent a right knee revision approximately 3 months post-implantation due to a tibial fracture. During procedure, all partial components were removed and replaced with total knee components.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the fracture was a result of trauma and is not implant related.